Event description:
The customer stated that the reservoir leaked into the reservoir compartment of the insulin pump, and that ever since the leaking occurred she has had high blood glucose readings.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge